Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.

Event description:
The customer reported, "on (B)(6), cvru 8 had set reading in the low 90's while on a 13l hfnc. I changed out his pulse ox probe and got a reading of 99% so was able to wean him to 61nc". No known impact to pt.